Event description:
Upper respiratory congestion; I believe that while using my CPAP machine over several years, has caused health problems with my breathing and causing congestion. This resulted in causing severe coughing and coughing up thick brown and yellow phlegm. I have seen my doctor over the past years. I have had chest x-rays taken. X-ray results notes particulates matter in my lungs. This x-ray matter was reported as possible exposure to asbestos. I have not previously been exposed to asbestos. FDA safety report ID# (B)(4).